Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient underwent an elective ipg replacement on (B)(6) 2025 and no action was taken on the lead. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000066585.

Event description:
It was reported one of patient's leads had migrated. Investigation was unable to identify which led attributed to the issue. Surgical intervention may be pending to address the issue.